Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient states they would like to get a manual for their ins. Pt is not yet registered. Agent obtained the model number and serial number for the handset. Agent requested manuals. Pt states they have a new address and phone number. Pt states they have a new ins that was implanted. Pt states they are trying to reach their rep but they do not have their contact information. Agent reviewed rep role and redirected pt to their healthcare provider (hcp). Agent sent email to rep. While on the call pt states they are needing to speak to the rep because since implant, the pt has increased stim from 2 to 5 and it will be great for 1-1.5 weeks, and then all of a sudden it is not helping any longer. Pt will connect to the device and it will show they are still on program a and it is at the setting that the pt adjusted it to and stim is on, but it is no longer helping with the pain and pt is not feeling the stimulation. Agent reviewed possible reprogramming and redirected to hcp. Pt states they have had no falls or trauma. Pt will call back if they need further assistance. A rep responded to agent's field notification noting they would reach out to the pt.